Manufacturer narrative:
(B)(4). Damaged/disengaged feedbar; damaged anti-backup. Evaluation summary: the analysis results for the mcs20 instrument confirmed that it was returned non-functional. The instrument was cycled and would not fed the clips and the anti-backup was noted to be non-functional. Upon disassembly of the instrument the feedbar was found to be bent and disengaged from the feedbar driver; therefore not allowing the proper feeding of the clips into the jaws. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that the doctor complained that the firing mechanism feels gritty. Product misfire. There was no patient consequence.